Event description:
It was reported the screwdriver tip broke off inside of katalyst radial head implant during surgery as the surgeon snapped the implant head to implant stem to insert in the pt. A spare radial head implant was available to be used. A spare driver was not available. Surgery was delayed by several minutes due to this issue. A postoperative x-ray was obtained. There was no injury or adverse consequence to the pt, reported.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.